Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. In the process of being returned.

Event description:
It was reported that a patient underwent a surgery using a juggerknot anchor. During this surgery, the surgeon tried inserting the anchor into the patient, however, the anchor pulled out. No impact to patient was reported. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via visual examination of the returned device. The device is worn. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via visual examination of the returned device. The device is worn. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.